Event description:
The manufacturer was notified on (B)(6) 2016 that a perceval valve was explanted due to calcification after 8 months (no information about the date of the event were provided). No further information provided.